Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly and hardware low level failures alert and software detected error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was on audio and vibrate and the customer was performing selftest when they received the error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio of alarm not confirmed. Hardware low level failures error confirmed in pump history with variable due to broken trace at u1 keypad assembly. No unexpected pump error alarms noted during testing however, the formatted history file confirmed software low level alarm due to a software error.